Event description:
It was reported that on (B)(6) 2023, a patient underwent a right breast wide local excision guided by a localizer rfid tag and a radiological marker clip. It was reported that the clip was not retrieved despite an inferior cavity shave. The pathology sample did not reveal the ductal carcinoma in situ for which it was believe to have been removed at the initial biopsy. A planned mammogram confirmed that the clip had been left inside the patient´s breast, which will require further surgery to retrieve the clip. No other information is available. It could not be confirmed if the localizer tag had been removed and the clip is unknown the manufacturer. As of 10/20/2023 no additional information regarding the event nor the product has been received. Hologic will submit a report in an abundance of caution and will continue attempts to obtain further information.

Manufacturer narrative:
D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Di: (B)(4).